Event description:
The customer stated that the insulin pump vibrated and then the display went blank. The reported blood glucose reading was 93 mg/dl. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the electronic assembly. No vibration was noted.